Event description:
On 7/19/97, a 69 y/o male pt was implanted with a bipolar single-chamber pacemaker and another MFR's lead. On 7/20/97, pt presented with loss of capture. Physician said he obtained good lead thresholds but was unsure if the pacemaker had paced adequately from initial hook-up. Physician attempted to reprogram the device but was unsuccessful. Physician elected to explant the pacemaker and lead and replace it with another pacemaker and lead from the MFR. Complication was resolved. A device explant/event report form was received which indicated battery depletion.